Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use. The device was explanted on (B)(6) 2022, and the patient reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 15, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 05, 2023.